Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon resection, the unit kept popping in the upright position and this should not happen until after load deployed. No patient injury.